Event description:
Info received indicates the head section brake doesn't work. The foot section brakes are working.

Manufacturer narrative:
The tech found the brake caster was beginning to bend. The tech replaced the brake caster to repair the bed.